Manufacturer narrative:
Imaging review of the procedural images noted severe bulky aortic valve calcification, severe aortic root calcification, no porcelain aorta, and severe mitral annular calcification (mac). It was noted one stable bav was performed. Fair coaxial alignment with lateral bias of the delivery system and valve was noted, additionally the image intensifier angle (iia) was noted to be poor. The valve was positioned 75:25 aortic and moved slightly aortic during deployment. The post valve deployment cine demonstrates suggestion of subtle extravasation at the infero-medial aspect of the aortic root. The impression of the images review was that severe bulky calcification of the aortic root with significant valve over-sizing (23mm sapien in an 18mm aortic annulus) are risk factors for annular rupture. Obliteration of sov cannot be confirmed based on the images provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case this case the exact cause of the annular rupture could not be determined; however, as indicated in the imaging review, severe bulky calcification of the aortic root with significant valve over-sizing (23mm sapien in an 18mm aortic annulus) are risk factors for annular rupture and likely contributed the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that the patient died due to an annular rupture during the transfemoral deployment of a 23mm sapien valve. Reportedly, the implant of the sapien valve created a tear in the aortic annulus resulting in a cardiac tamponade, which required an open aortic valve replacement. The surgeon determined that the heart would not function even after repairs and the patient died due to the annular rupture. Reportedly the native annulus diameter was 18mm, the sinotubular junction (stj) diameter was 21.5mm, and sinus of valsalva (sov) diameter was 25mm. The valve was positioned 60:40 ventricular and deployed in an intended position of 70:30 aortic. Additionally, native leaflet and valve calcification was reported to be severe, with no aortic root calcification, and severe mitral annular calcification (mac).

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.